Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's carbohydrate ratio setting was incorrect. Customer's blood glucose was 245 mg/dl. Tandem technical support assisted the customer in adjusting to the desired pump setting.